Event description:
Patient has reduced frequency of use due to multiple utis. It is unclear if troubleshooting was performed. No medical intervention was reported. No additional information provided. It was unknown what medical intervention was reported for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The labeling is found to be adequate. The baw is attached on the investigation overview element. The DHR review could not be performed without a lot number. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the patient has reduced frequency of use due to multiple utis. It is unclear if troubleshooting was performed. No medical intervention was reported. No additional information provided. It was unknown what medical intervention was reported for urinary tract infection. Per customer auth wife via phone on 10sep2025 it was reported that the patient has been experiencing utis for a long time, and they have been an ongoing issue. The catheters did seem to make them worse, so as of now they patient is not using any. They are currently seeing a kidney specialist. The patient has a lot of health issues that affect the kidney, so using the catheters right now are not beneficial.